Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to the minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. The troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a15 (android 14) with mmt-1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: troubleshooting steps: 1. Make sure users remove paired devices from phone and pump. 2. Also ensure that there are no other paired devices on the phone. 3. Delete the minimed mobile app's memory cache in the android settings: settings -> apps -> find minimed mobile in the list of apps -> storage and cache -> clear cache and data. 4. Delete the app. 5. Restart the phone. 6. Reinstall mmm app. 7. Check for all the usual connectivity (internet, bluetooth on, etc.). 8. Start the pairing process from scratch. If the above steps do not resolve the issue, please try next steps - 1. Disable cross-device service in the phone. 2. On your android device, open settings. Tap google, google devices & sharing (or all services on xiaomi devices), cross-device services. 2a. Or search cross-device from settings. 3. Make sure use cross-device services is off or disabled. Follow the instructions in minimed 4. Mobile app to establish pairing between pump and phone. Note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. Helpline confirmed that issue has been resolved by the pump replacement. Issue status: confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.